Manufacturer narrative:
A doctor alleged that veneers that had been placed with mojo veneer cement debonded after the patient left the dentist's office and went home. The doctor recemented the patient's veneers with the same cement without further incident. The doctor did not want to return the product; therefore, retain samples were evaluated for barcol hardness and met product specifications. A review of the manufacturing records indicated that there were no non-conformances or variances during the manufacturing process. In addition, a review of complaint database trending showed that no similar complaints were received. These investigation results have led to the conclusion that the alleged debonds were isolated incidents and were not the result of a product failure. Tested retain samples.

Event description:
On (B)(6) 2011, a doctor reported that a patient's veneers that had been placed with mojo veneer cement debonded.